Event description:
It was initially reported that the device was displaying the battery and attention icons. Upon initial eval, it was observed that the device's internal battery was depleted. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.